Event description:
It was reported during implant procedure that the right ventricular lead displayed no sensing and no capture. It was visualized that the lead had a fracture. The led was not implanted. There were no patient consequences.